Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that after a pocket revision (reported MFR # 3006630150-2011-00370) the patient developed an infection and had to undergo an emergency explant as a precautionary measure. The patient had been experiencing redness and tenderness at the pocket site. The physician prescribed the patient both oral and IV antibiotics.